Event description:
It was reported that the radio frequency (rf head) was broken and would not interrogate. The rf head has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the radiofrequency (rf) programmer head had intermittent telemetry which confirmed what the customer reported, that the rf head was "broken" and would not interrogate. The head's cable was replaced to repair. (B)(4).